Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the brakes were not holding. A hillrom technician inspected the device and found the pivot blocks are broken. The pivot block were replaced to resolve the reported event. The hillrom¿ transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. The pivot block holds up the tube in which the brake steer pedal is contained. If the pivot block is missing or broken, there would be no resistance when applying the brake pedal on the stretcher. Based on the zero resistance feedback to the user that indicates the brakes are not set. This would be unlikely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).